Manufacturer narrative:
The us-FDA recall number is z-0865-2024. Customers were sent a letter explaining the issue and requesting the customer to perform an inspection test to determine if the probe is malfunctioning. Ge healthcare has determined the cause of the malfunctioning probe to be a probe component. Ge healthcare will replace the probe upon completion of the field action at this site. Legal manufacturer: hcs kretz - tiefenbach 15 austria zipf oberosterreich, 4871.

Event description:
The customer reporting seeing a double image while using their ic9-rs diagnostic ultrasound probe. Ge healthcare confirmed the customer's ic9-rs diagnostic ultrasound probe was displaying a double image and is part of correction and removal initiated by ge healthcare on 29-dec-2023 (us-FDA recall no. Z-0865-2024). The customer reported that they were able to complete the exam.